Event description:
As reported, during testing this fogarty thru-lumen embolectomy catheter, the balloon burst. The device was received for evaluation and the balloon was found to be ruptured was found to be ruptured and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match at the ruptured location. There was no allegation of patient injury. Patient demographics were unable to be obtained.

Manufacturer narrative:
One fogarty thru-lumen embolectomy catheter was received by our product evaluation laboratory. As received, the balloon was found to be ruptured and distal ruptured edge was inverted to distal side. After distal ruptured edge was returned to original position, the ruptured edges did not appear to match at the ruptured location. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body, windings and returned syringe. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.